Event description:
Orthopedic surgeon performing a right shoulder arthroscopic subacromial decompression and open rotator cuff repair. Upon removal of the arthrocare wand, it was discovered that the internal components of the distal tip of the wand were missing. Unable to determine if missing components were retained in the pt. The operating nurse reported one similar occurrence with the same device at a previous facility. Another staff orthopedic surgeon reported "several" same failures with same device at previous facility.